Event description:
It was reported that there was a system failure primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was in good condition with no appearance of any physical damage. During functional testing using the occlusion test, the reported issue was not duplicated. The root cause of the issue could not be determined. The speakers were replaced as a preventive measure. A corrective and preventative action has been opened to address the reported issue.this MDR was generated under protocol (B)(4).